Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device alarmed stuck button and had a blank display. The customer's blood glucose was unknown. The customer removed the battery and received a failed battery alert. The customer declined troubleshooting for failed battery and blank display. Customer will call back for device replacement.